Manufacturer narrative:
A field service engineer (fse) was dispatched who assessed the printer and noted that it would not feed or print. Fse replaced the printer and no further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to a damaged printer tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.this report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported that they had accidentally spilled blood onto the printer for their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to the reported address which resulted in delay of patient sample for hba1c. There is no indication of any patient intervention or adverse consequences.